Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date with unknown product. Subsequently, patient was revised on an unknown date implanting cement spacer molds. Patient was reimplanted on (B)(6) 2015. During the procedure, the screw did not tighten properly in the offset adapter. The offset adapter remains implanted and there was no delay in the procedure.